Event description:
The pt experienced an increase in pain. A contrast study revealed that the catheter had dislodged from the intrathecal space. The pt had a new catheter placed. The pt recovered without sequela. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.